Event description:
It was reported that during a lap. Sigma procedure, the blade broke and could be removed. Another device was used to complete the case with no pt consequence. No further info is available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.